Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 2157822 all inspections were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that during use with bd micro-fine¿+ demi insulin syringe "silicone" foreign matter was discovered in syringe. The following information was provided by the initial reporter: 1. Is it normal for silicone to be inside the syringe? 2. If not, is it harmful to inject? How often has the defect occurred? Once. When did the incident occur? During use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd micro-fine¿+ demi insulin syringe "silicone" foreign matter was discovered in syringe. The following information was provided by the initial reporter: 1. Is it normal for silicone to be inside the syringe? 2. If not, is it harmful to inject? How often has the defect occurred? Once. When did the incident occur? During use.